Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading at the time of the call was 303 mg/dl. The customer stated that she had been experiencing low blood glucose levels for the past few weeks and on the night prior to the event, her blood glucose was 58 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.